Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly as well as partial display. The customer blood glucose level was unknown. The customer was not assisted with troubleshooting. Customer stated that the insulin pump had scratched on screen and backlight was dimmer than before. Customer stated that they rewind the pump more than once per prime before. The device will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, self test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No rewind anomaly and back light anomaly noted during testing. Device received with minor scratches on display window and stripped battery cap coin slot noted. (B)(4).